Event description:
Pt had acute onset of swelling and pain in right knee approx two weeks prior to operative intervention. Revision surgery revealed femoral component did not require replacement at the time of surgery. The patellar component showed extreme wear to the polyethylene. Component was revised.

Manufacturer narrative:
H6. Methods: device history, inspection/mfg rcords and previous investigations were reviewed. Operative report and x-rays were reviewed. A material analysis was also performed. H6. Results: the device met design requirements at time of mfg. Subsequent advances in orthopedics have resulted in changes to the astm standard for f648 material. H6. Conclusions: independent analysis has indicated that a concentration of calcium stoarates in the polyethylene may have had a significant contribution to this failure.